Manufacturer narrative:
B3: unknown; no information has been provided to date. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported issue was confirmed, the device was alarming error 41786. The error code stated low coin cell battery charge. The device was charged for 72 hours, following the charge the error code did not return.

Event description:
It was reported that the device is alarming "error 41786". It is unknown if there was patient involvement.